Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with bearings, which were replaced along with the nose cone, bearing stop, burshield, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheats. This did not occur during a surgical procedure, and there was no pt involvement. There were no adverse consequences reported as a result of this event.